Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-sensed t-wave oversensing was observed on a stored egm during a follow-up in clinic. The asymptomatic patient received inappropriate hv therapy due to oversensing, and programming changes were made. The lead also exhibited out of range low sensing, high capture threshold, and high, in range high voltage lead impedance values. A comparison of x-ray images showed that the lead was dislodged. The physician explanted and replaced the lead after an unsuccessful reposition attempt. During the procedure, the physician also noted that the device had migrated inferiorly and it was addressed by pocket reduction. The patient was stable post procedure.